Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of peritonitis was reported to be the use of a contaminated topical cream on a non-baxter product. As the cause of the peritonitis was due to non-baxter product(s), the baxter healthcare corporation disposable product is no longer suspect for this serious injury event and the event remains a use error. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in the development of peritonitis. The breach in aseptic technique was further specified as the patient did not wear a mask for therapy. Prior to experiencing peritonitis, the patient was hospitalized for an unknown indication. While hospitalized, the patient was then diagnosed with peritonitis. The patient was treated with ancef (intravenously, dose and frequency not reported) for the event and was discharged from the hospital twelve days after the onset of the peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. Additional information was requested but was not available at this time.